Manufacturer narrative:
Upon completion of the investigation, it was noted that it was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records confirmed the valve product code 82-8807, with lot cvhch5, conformed to the specifications when released to stock on the 5th july 2016. No root cause could be determined as the sample was not returned for investigation. If the sample is returned in the future, this complaint will be re-opened and the sample investigated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 5. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-8807, with lot cvhch5, conformed to the specifications when released to stock on the 5th july 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated, the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Preoperatively, costumer wants to flush the valve, but its is not possible.